Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05178. It was reported that the patient was experiencing pain at the ipg site and ineffective therapy. Surgical intervention was undertaken on (B)(6) 2023 in which the patient's scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.